Manufacturer narrative:
It is unknown if the explanted lead will be returned for laboratory analysis. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement, this right atrial (ra) lead dislodged. The ra lead was successfully replaced with a competitor's product. No other adverse patient effects were reported in association with the lead replacement.